Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a dilation procedure performed on (B)(6) 2024. During the procedure, when dilating at the stenosis site, the cre pro wireguided dilatation balloon was weakly inflated and upon removal from the endoscope, the balloon ruptured. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results. The returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found that detached sections had evidence of a mechanical cut as the balloon was detached from the catheter and was not returned. The guidewire however was found unraveled. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed as the balloon portion of the device was not returned. The reported event of the balloon not being able to get out of the scope and they cut the catheter and pushed the balloon out of the distal tip of the endoscope. The guidewire unraveled problem found could have been caused by excess force when removing the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a dilation procedure performed on (B)(6) 2024. During the procedure, when dilating at the stenosis site, the cre pro wireguided dilatation balloon was weakly inflated and upon removal from the endoscope, the balloon ruptured. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.